Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. The device was tested on the bench and a damaged output transistor was observed, consistent with hv therapy delivery into a low impedance output. The cause of the low impedance output could not be determined.

Event description:
It was reported that the patient presented in the hospital after losing consciousness. The patient had been lost to follow-up for two years. Short circuit damage during a vt/vf event, and the patient did not receive therapy to treat the arrhythmia. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.